Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely due to a combination of excessive force and bending overload; however, a conclusive determination could not be made.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
It was reported that a patient underwent initial total hip arthroplasty on (B)(6) 2015. During the procedure the inserter fractured into the shell at the threads. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that a patient underwent initial total hip arthroplasty on (B)(6) 2015. During the procedure the inserter thread kit fractured into the shell at the threads. No further information has been provided.